Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure. According to the complainant, the device was inspected prior to use and the jaw was found to have detached inside the package. The procedure was completed with another radial jaw 4 biopsy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.